Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-09409. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the damage to the cable was due to handling of the user as the damage to the cables prevented video communication to the processor and prevented the images from being displayed. As stated on the IFU and as a preventive measure, the user manual states: the camera cable may be damaged from the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation and confirmed the reported "getting an error message" and image problem. The error e224 displayed on due to shortage in the cable attributing to no image condition. Additionally, the rear cover labels were missing. The device was repaired back to standard specification and returned to customer. There were no previous repair records. The investigation is ongoing, therefore, the exact cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a diagnostic procedure, the 4k autoclavable camera head was getting an error message and having an image problem. No death, serious injury or infection was reported.